Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician was not able to duplicate the reported issue (unit was constantly alarming "inop alarm"). All testing¿s was performed using a known good test patient circuit, as well as a known good ac adapter. The ventilator passed 44 hours extended tests at the customer's settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Furthermore internal and external inspection was done on the lap top ventilator and no anomalies were revealed. Report of event trace did showed a reset cycle (¿ln vent1¿) on the reported date of (B)(6) 2016 but all other event trace entries were consistent with the normal ventilator operation and no failure could be detected.

Event description:
The customer reported complaint on lap top ventilator kept showing ventilator inoperable (vent-inop) alarm and was unable to silence it. The registered nurse had unplugged the power to the device but it appeared to have stopped working so when she plugged the device back in to power then the vent inop alarm condition occurred. Customer tried resolving issue by disconnecting and then reconnecting several times but the device started to sound like it was auto-triggering. Reported issue was found while the ventilator was being used on the patient in the nuclear medicine department there was no harm to any patient or clinician nor any report of allegations of the ventilator associated to the reported event.